Event description:
According to the reporter during a laparoscopic procedure converted into a low anterior resection with robot support, during rectum resection the jaws did not open. Both patterns were tried to reattach the handle, but the jaws did not open and the release was not possible. The power was turned off again and then restarted. The shell was replaced and then connected again, but the issue was not resolved. Four additional resections were performed using a manual handle and 2 different kinds of reloads to release the jaws from the tissue. An additional resection was performed, and additional suturing was done with a stapler. The operation was converted to laparotomy and thoracotomy. Robot undocking was performed, followed by lapro transition. However, the manual adapter tool was also used. The jaw could not be opened after laparotomy. While maintaining the approach from the port, the cartridge connection part was manually touched under the laparotomy. The cartridge was disconnected from the adapter, separating the cartridge from the adapter and allowing it to be taken out from the body. Surgery time was extended by three hours, additional resection was 1 cm after laparotomy (resection wound approximately 9 cm), and the surgeon created a permanent stoma. The operation was checked using another powershell after the procedure, and we were able to use it without any problems. The patient¿s condition was recovering well after the surgery.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#: n5b1464y), sigphandle, sig power sigphandle handle (serial#: (B)(6), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure converted into a low anterior resection with robot support, during rectum resection, the jaws did not open. Both patterns were tried to reattach the handle, but the jaws did not open, and the release was not possible. The power was turned off again and then restarted, and the shell was replaced and then connected again, but the issue was not resolved. Four additional resections were performed using a manual handle and 2 different kinds of reloads to release the jaws from the tissue. An additional resection was performed, and additional suturing was done with a stapler. The operation was converted to laparotomy and thoracotomy. Robot undocking was performed, followed by lapro transition; however, the manual adapter tool was also used. The jaw could not be opened after laparotomy. While maintaining the approach from the port, the cartridge connection part was manually touched under the laparotomy, and the cartridge was disconnected from the adapter, separating the cartridge from the adapter and allowing it to be taken out from the body. Surgery time was extended by three hours, additional resection was 1 cm after laparotomy (resection wound approximately 9 cm), and the surgeon created a permanent stoma. The operation was checked using another shell after the procedure, and it was able to be used without any problems. The patient¿s condition was recovering well after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the I-beam was fully advanced and the jaws were closed. There was damage to one of the blowout plates. Tissue was present between the jaws. Damage to the rivet pin was observed. Functionally, the I-beam was manually retracted. Microscopic inspection of the laminates revealed abnormalities. It was reported that the jaws did not open. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.